Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 75-year-old male with a post-operative cardiothoracic surgery indication and pre-support clinical state consistent with scai shock stage e was supported with an impella 5.5 implanted via direct surgical aortic access and an impella rp flex implanted via percutaneous right femoral venous access. During insertion of the impella rp flex introducer, the peel-away sheath was observed to be cracked and leaking blood from the center of the sheath/hemostasis valve area. A second introducer obtained from another rp flex kit was successfully utilized without issue, and the procedure was completed. The patient expired on support. The patient's death was not alleged to be related to the reported introducer issue per customer. The reported event is attributed to introducer damage, while the impella 5.5 device was not involved in the complaint. The death is conservatively being reported to the impella rp flex but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.